Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure alarm. There was no patient injury or harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse performed fiber optic test by tester, test result passed within the range of target. Checked logs and there is no weird alarms. Device passed all functional check and safety tests according to factory specifications. Device was safe and returned to customer for clinical use.

Event description:
N/a.